Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was one grip broken off near the base. The broken piece was not returned with the instrument but measures approximately 0.200 x 0.565. The fracture occurred just below where the teeth of the grasper begins. Additional observation not reported by the customer were a bent grip and main tube damage. The intact grip was bent towards the opposing distal clevis ear. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. The distal end of main tube had various scratch marks with light material removal. Scratches were 0.100 - 0.185 in length and were not aligned with the main tube axis. Evidence not conclusive, but grip and main tube damages are likely due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, one half of the grasper on the fenestrated bipolar forceps instrument broke off when the surgical tech was inspecting the instrument. Nothing reportedly fell into the patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.